Event description:
It was reported that the patient¿s glucose meter reading was 600 mg/dl while using the ilet, after which a fast-acting insulin injection was administered, the pump was disconnected for two hours, and supplies were changed before reconnecting; a subsequent fingerstick was 368 mg/dl, and follow-up was planned to ensure downward trend. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and patient education without hospitalization. Investigation included review of the event details and user-reported troubleshooting steps. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified at the time of report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.